Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during the quadrant and cortex removal phase of a cataract extraction procedure there was no good flow of aspiration. There was no error message reported during priming of the cassette. The handpiece and tip were exchanged with no resolution to the issue. It was noted by the surgeon that the system did make a different sound. The procedure was completed as planned. There was no patient harm reported. The same equipment was used to complete the case. Additional information has been requested and received.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The system was manufactured on april 10, 2008. Based on qa assessment, the product met specifications at the time of release. The customer believes that this was a user issue and not an issue with the system. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).